Event description:
During a follow-up in clinic, episodes of noise observed were observed on the atrial and right ventricular (rv) leads. Additionally, oversensing was observed on the rv lead. Technical support was contacted and diagnostic testing was performed, oversensing was unable to be provoked. No intervention has been performed at this time. The patient was stable and will continue to be monitored.